Event description:
Reporter noted three cases of particles in eye post-op. Unsure of particle source, all future planned surgery is cancelled until an audit of all products is completed. Patient 3 of 3: metal fragments observed in eye one day post-op. Eye is quiet.